Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module input voltage failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the turbine module was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. No parts have been returned for further investigation. The turbine module generates compressed air and delivers air to the inspiratory gas. A faulty turbine module may lead to stop of ventilation if no oxygen gas has been connected to the ventilator system. The reported issue was confirmed in provided device's logs. The cause of the claimed issue in this customer product complaint has been determined. The reported issue was related to turbine module.

Event description:
Manufacturer ref#: (B)(4).